Event description:
Charger overheated and cord melted into the plug. Issue was caught by patient before any injury. Charger is being replaced. The charger is sent to the manufacturer.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation is still in progress, a final report will be submitted upon completion.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 08 sep 2022/aroy: final reportability: the case has been reviewed from a clinical perspective. Customer reported: the item in question is charger, resound quattro rhi luxor premium charger the charger overheated, and the power cord melted into back of charger. No report of patient harm, and no report of medical attention sought. R&d investigations of trended case: micro usb is a very well-known and used standard but can mechanically break down. No deviation or changes were found during manufacturing of the device. Clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are generally limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. Based on the above information, the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred. Risk register will be updated. This is a final report. No further information has been received despite several attempts.

Event description:
Charger overheated and cord melted into the plug. Issue was caught by patient before any injury. Charger is being replaced. This is a final report.